Event description:
It was reported that upon interrogation the pulse generator exhibited a high current drain.

Event description:
New information notes the device was explanted and returned.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain resulting in premature battery depletion due to a discrepant integrated circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.